Event description:
A zoll patient service representative (psr) contracted zoll customer support to report that monitor sn (B)(4) was resetting. The monitor was not issued to a pt at the time of the event.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. Upon investigation the monitor was continually resetting. The cause of the resets was isolated to intermittent connections on flash chips u102 and u105. The root cause of the intermittent connections could not be positively identified but was likely excessive stress on the monitor c/a board. A root cause investigation is underway. No adverse event resulted from the defective components. The monitor was not issued to a pt at the time of the event.